Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The caller was hesitant to answer any questions regarding the customer's passing. The caller stated that they will call back when they are feeling better. The caller only provided that the customer passed away from a reaction to diabetes. During a follow-up phone call on (B)(6) 2016, the caller stated that they had a stroke just prior to the customer's passing and they do not remember the details of the customer's passing.